Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states, he was getting a 5 flash which is a right brake fault,